Event description:
It was reported that an external fluid leak was observed from a crack in the header of a polyflux 140h during hemodialysis therapy the device was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.